Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the 'anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (increased gradients and stenosis) caused or contributed to the valve thrombosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the territory manager (tm), approximately 4 years and 10 months post successful implant of a tavr procedure with a 23mm sapien 3 valve for stenosis. The patient was re-admitted to the hospital due to a stenotic valve. Upon review of the patient's trans-thoracic echocardiogram (tte), the gradient is 65mm hg. The physician is intending to do a computed tomography angiography (cta) and possibly an invasive cath/tee to interrogate the valve further. Follow up indicated that the patient will follow-up at 5 years post implant. The patient was placed on anti-viral medication as it was determined that from cta that leaflet had thrombus, although it was uncertain to what extent. The implanter has decided to treat this patient with a non-edwards valve.

Manufacturer narrative:
Update to h6; device code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients was confirmed based on provided medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, "approximately 4 years and 10 months post successful implant of a tavr procedure with a 23mm sapien 3 valve for stenosis. The patient was re-admitted to the hospital due to a stenotic valve. Upon review of the patient's trans-thoracic echocardiogram (tte) the gradient is 65mm hg". Additionally, it was noted from cta that leaflet had thrombus (don't know to what extent or degree) and patient was placed on anti-thrombotic medication. In this case, patient was prescribed an anticoagulant medication, which suspected that patient was potentially to have thrombosis resulting in the increased gradient. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and increased gradients. Available information suggests that patient factors (thrombosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Update to h6; clinical code, device code, investigation findings, investigation conclusion. Update to b7.correction update to b1. Review of the medical records indicated that approximately 4 years and 11 months post implantation the patient required a valve in valve (viv) due to severe prosthetic aortic valve stenosis. The only indication for stenosis was information supplied by the field clinical specialist (fcs) who stated the was increased mean gradients of 65mmhg and the physicians in the records stated stenosis. However, none of the echocardiograms in the records shows a calculated aortic valve area, so stenosis cannot be confirmed. We were also informed that patient was to undergo a cta to interrogate the valve further and that because of the cta scan, the patient was placed on anti-thrombotic medications, as the scan had determined that prosthetic aortic valve leaflet had thrombus, but the extent or degree was unknown. The thrombus was also not indicated in these records and the information received in the record does not prove there was thrombus. Again, these records could not confirm any results from the scan. What we were able to determine is that the patient had a viv (26mm non-edwards thv valve in the 23mm s3) implanted on (B)(6) 2022 in the aortic position via tf approach that was successful. Therefore, a correction is being submitted as thrombosis was not confirmed in the medical records.